Manufacturer narrative:
Additional information: d10, g4, h3, h6 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was connected to a handle and showed a yellow swimlane error. The reload was not able to be removed from the adapter and the blue button was stuck in the depressed condition. The adapter stayed in place on the handle and did not disengage. There was a gap noted on one side between the handle and adapter. It was noted that the screw under the articulation trilobe was seated lower than the screw under the rotation trilobed. The issue was resolved when the adapter was disassembled and the firing and articulation trilobes sprung back into place. All articulation trilobes and springs moved freely. The adapter was reassembled and the trilobes were in the correct positions. The reload was able to be easily removed. It was reported that a component disengaged from the device and the connection point between the handle and adapter was not secured. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The unrelated issues found can occur as a result of inconsistent screw heights, which led to binding of the firing and articulation couplers. One of the screws may have been backed out with a torque driver in the field. There are controls in place on the manufacturing line to prevent screws from being installed at the incorre CT height. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total gastrectomy, after setting up the device successfully, as the surgeon attempted to approach to the tissue, the adapter came off and fell off. It was seen that the holes in the adapter which are for opening/closing and articulating, were dented. Another adapter and reload were used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.